Event description:
It was reported there were impedance readings of greater than 4000 ohms on some of the bipolar pairs when the patient was set to 1.3 on an active program. It was stated when stimulation was on the patient experienced a loss of efficacy beginning about 6 months prior to report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v580677, implanted: 2011-(B)(6), product type. (B)(4).